Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. The pump was plugged into a car adapter and began charging. The battery gauge then jumped to 100% suddenly. The customer's blood glucose level was 136 (mg/dl). A replacement wall adapter was send to the customer. Review of the pump data logs by tandem technical support showed the battery gauge dropped from 50% to 25% within a half hour. Reportedly the customer will continue to use the pump for insulin therapy.